Manufacturer narrative:
(B)(4). The product was not returned for evaluation as it remained implanted. Reported event was confirmed. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause was attributed to be operator error as the incorrect selection was made during the manufacturing of the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a right total knee replacement procedure on (B)(6) 2016, it was noted that the label on the implant had the incorrect lot number. The label was missing the "j" in front of the lot number.